Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the station was on critical override. The technical support specialist attached an article of "bogus critical override icon on station" for the user reference. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported when using the bd pyxis medstation system the station was on critical override. The customer stated that the user managed to get medication from another station. There were no adverse events or injuries reported based on this incident.